Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 11/07/2018 that a sign im nail implanted to repair a fracture was replaced due to non-union. The im nail was replaced with a 10mm x 320mm standard im nail per the sign technique manual. Surgeon comment: "non union at distal tibia with sign nail alone. The visible gap in non union site & can not do compression without osteotomize of fibula.after the osteotomizie the fibula & compression were done but stability is not secure. Additional hv plate 4 was added for stable fixation . After fixation, stability become strong enough."